Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a blue trainer connector loose. No patient is involved.

Manufacturer narrative:
Due to character restrictions in block e1 initial reporter: fernando gallegos updated fields: b4, d9 return to manufacture date, e1 initial reporter, event site email, g1 contact person mfg site, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, component code, h11. Corrected fields: b5. A getinge field service engineer fse was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The connector was not locking in place, so the fse replaced the front-end board. Full calibration and tested the unit. The product passed all functional/safety testing. Returned the unit to the customer. The failure analysis and testing department received the following part associated with this complaint, front end board this part was received with a reported unit failure message of blue trainer connector not locking in place (connector loose). Performed visual inspection of this part received and found the blue connector was damaged from inside and can not be able to plug in connector from trainer side. The fat dept. Verified the failure message of blue trainer connector not locking in place. Retaining font end board in the fat dept. Per procedure (B)(4) rev at. Due to damaged connector this part is not going back to supplier for further investigation. Probable root cause is component reliability or excessive external force or fatigue.

Event description:
It was reported that during training, cardiosave intra-aortic balloon pump (iabp) had a blue trainer connector loose. There was no patient involvement reported.